Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist logged into device 4100a and the found station without delays; the customer verified the issue was resolved and approved closure of the case ticket. The system functioned as intended after the technical support specialist investigated the issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis application was sluggish during the login process. The user reported that multiple attempts were required when tapping the screen to successfully log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.